Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection was leaking. Blood glucose level was 131 mg/dl. An infusion set change was performed to address the issue.